Manufacturer narrative:
The manufacturer initially received information stating "we have been advised by the patient's executor that the patient has sadly passed away. There is no allegation that the device contributed to the death". The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests. Section d4 and h6 have been updated in this follow up report. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer received information stating "we have been advised by the patient's executor that the patient has sadly passed away. There is no allegation that the device contributed to the death". The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not returned to the manufacturer. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: the device has yet to be returned to the manufacturer.